Manufacturer narrative:
Cmp-(B)(4). Concomitant medical products: unknown, unknown stem, unknown. Unknown, unknown head, unknown. Unknown, unknown liner, unknown. Customer has been indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-10647, 0001825034-2017-10648, 0001825034-2017-10646.

Event description:
It was reported that the patient's hip has been indicated for revision due to unknown reasons. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not malfunction or cause or contribute to an adverse event, and there are no allegations of failure of the device. The initial report was submitted in error and should be voided.